Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had failed drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies were off the bus and pocket d5 had failed to eject. A field service engineer reseated row board cable and ejected d5 and reinserted into the drawer to resolve. The system functioned as intended after the field service engineer repaired the device.